Event description:
Info received indicates the right siderail is missing the latch shoulder screw and will not latch.

Manufacturer narrative:
The technician replaced the shoulder screw to repair the bed.